Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 failed and cubie failed to close, which located on crmc or. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 7 was failed. A field service engineer fse inspected drawer 7 pocket e1 which would not close due to a broken latch. The customer was able to log in and remove the broken pocket. The customer replaced the cubie pocket and the drawer has been successfully recovered. Customer verified functionality. The system functioned as intended after the field service engineer repaired the device.